Event description:
During an incident in another country in 2003 involving a male patient in vfib, this defibrillator charged, but then discharged internally when the "press for shock" button was activated and did not deliver shock to the patient. The ambulance arrived and their defibrillator was used to treat the patient with no delay or patient injury. The defibrillator was reported to self-test okay.

Manufacturer narrative:
The returned defibrillator was tested, and the reported complaint of no energy being delivered was verified and found to be caused by a patient relay that would not switch to the high voltage circuit. The relay and its pair were replaced and proper operation for patient treatment was verified. The returned ECG report confirmed use of a manual module and that 2 shocks were delivered without energy to the patient. The hs3000 monitors capacitor energy before and immediately after a shock. A "needs service, energy low" message would prompt after a shock delivery of "0" joules. The hs3000 operating instructions explain this prompt and what to do should it be experienced. There is no trend for failure of a patient relay and this is considered an unusual event. Co reported this event to another cuntry authorities as a patient incident in 2004.